Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they experienced an infection. During follow-up, a pd registered nurse (pdrn) clarified that the patient did not have an infection within the last three weeks as the patient had previously reported. The patient was, however, admitted to the hospital with a diagnosis of peritonitis on (B)(6) 2024. The patient was subsequently discharged on (B)(6) 2024. No additional information was provided related to the peritonitis event. No culture results, antibiotic therapy, or cause of the peritonitis event were provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they experienced an infection. During follow-up, a pd registered nurse (pdrn) clarified that the patient did not have an infection within the last three weeks as the patient had previously reported. The patient was, however, admitted to the hospital with a diagnosis of peritonitis on (B)(6) 2024. The patient was subsequently discharged on (B)(6) 2024. No additional information was provided related to the peritonitis event. No culture results, antibiotic therapy, or cause of the peritonitis event were provided.